Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial (B)(4) for one patient. (B)(6). There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The patient was anemic with a hematocrit of 32% on (B)(6) 2017. The patient had no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, and no bruising. The suspect meter and strips were requested to be returned for investigation. No strips are available to return since all were used. Replacement product was sent. Relevant retention test strips (lot 244031-14) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
As no customer material was received, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
The returned meter was tested in comparison to a retention meter and master lot strips. The test strips were not returned. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 48%. Donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr. Customer meter with masterlot strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.5 inr. Customer meter with masterlot strips: 2.5 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Review of the meter memory could not confirm the alleged results of 6.7 on (B)(6) 2018. The investigation was unable to find a definitive root cause for this event.